Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot number (h10j28058) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(64. This is report 2 of 2 involved in this peritonitis event. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Event description:
This is a spontaneous report by a consumer from the USA of intestinal infection and peritonitis in a female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date in (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient stated that on (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The patient stated that the cause of the peritonitis was an intestinal infection. Treatment provided for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the event of peritonitis. The outcome of the event of intestinal infection was not reported. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided.